Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06627.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2019-06627. It was reported that the patient was experiencing ineffective stimulation. Multiple reprogramming attempts have been made but were unsuccessful. As a result, the patient underwent surgical intervention wherein the patient¿s lead and ipg were explanted and replaced. Therapy has been restored postop.